Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose is high after pulling out his set. The customer blood glucose is 400 mg/dl. The customer states his on his way home to treat high blood glucose but wants to know how to turn pump off to stop from alarming. The customer was assisted to try and put pump on sleep/storage mode. Customer was unable to get it to stop alarming. Advised customer can do set change when he gets home.